Manufacturer narrative:
No further follow up is planned. Evaluation summary: the mother of a female patient reported the patient's humapen savvio device "needed to be totally opened at each time of usage, in order to perform the priming." She also reported, "it seemed that the spring that pushed the insulin was loose and that the plunger was going up even without taking the cartridge off the pen." The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1406v06, manufactured june 2014). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with respect to injection screw broken. All humapen savvio devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The reporter stated that she only did the priming when the insulin cartridge was changed to avoid wasting insulin. The core instructions for use states to prime the device before every injection. The core user manual also states, "there may be a gap between the screw and the cartridge plunger. Repeating the priming steps will move the screw out to touch the cartridge plunger. Once the end of the screw pushes the cartridge plunger out, insulin will flow from the needle." There is evidence of improper use. The user did not prime the device before use. This may be relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This spontaneous case, reported by a consumer with additional information reported by another consumer, who contacted the company to report a product complaint and an adverse event, concerns a female patient of unknown age and origin. Information regarding medical history was not provided. Concomitant medications included insulin glargine. Patient started receiving insulin lispro (rdna origin) (humalog), unspecified dose, around six times a day, unspecified route of administration, indication for use and start date. On (B)(6) 2019, unspecified time after beginning therapy with insulin lispro via humapen savvio gray (batch number: 1406v06), patients device presented a problem, in which it needed to be totally opened at each time of usage, in order to perform the priming. Also, it was mentioned that it seemed that the spring that pushed the insulin was loose and that the plunger was going up even without taking the cartridge off the pen. It was emphasized that, when the device was purchased, this procedure was not needed at each time of usage (product complaint number: (B)(4), lot number 1406v06). Due to it, patients glycemia was measured and the result was high (hi), which meant that it was above 600 (normal range and unit were not provided). The patient went to the hospital, where another attempt of injection with the device was performed, however, the insulin was not coming out, and the insulin had to be pulled with a syringe, because the pen was not reliable anymore (as reported). It was provided that when the pen did not work, the patients dextro got higher and due to that the patient had been to the hospital several times on unknown dates. On unspecified dates, the patient experienced blood glucose increased, which caused the patient to be hospitalized a few times on unknown dates due to the device not delivering the insulin correctly. At the time of the follow-up report, on (B)(6) 2019, it was reported that the patient was using the same defective pen while a new pen was not purchased. It was also reported that the patients sensor to check blood glucose had been replaced and that the patients mother took her to the hospital for this. Information regarding laboratorial exams, corrective treatment, outcome of the event and action taken regarding the suspect product was not provided. It was provided that the operator of device only did the priming when the insulin cartridge was changed to avoid wasting insulin. The mother of the patient was the operator of the device and it was unknown if she was trained. The device model had been used for unspecified time and the reported device had been used since 2016. The suspect device was not returned to the manufacturer and its status of use was ongoing at the time of the follow-up report on (B)(6) 2019. The reporting consumer did not provide a relatedness opinion regarding insulin lispro and considered the events related to the device. This case was cross-referenced to case (B)(4) (same patient). Update (B)(6) 2019: additional information was received on 21-aug-2019 from initial consumer reporter. Added: insulin glargine as concomitant medication; serious event of blood glucose increased that resulted in hospitalization; details of non-serious event of blood glucose increased; details of the management of device on the hospital; details of the device product complaint; details of improper use of device. Updated: operator of device. Corresponding fields and narrative updated accordingly. Update (B)(6) 2019: additional information received on 26aug2019 from call center. No new information was added to case. (B)(6) 2019: updated medwatch and european and (B)(6) fields for expedited device reporting. No new information added. Update (B)(6) 2019: additional information received on 09sep2019 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and (B)(6) device fields. Added the date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update (B)(6) 2019: additional information received on 13sep2019 from additional reporter consumer. Added a new reporter, details of the management of the defective device in narrative and status of the defective device. Corresponding fields and narrative updated accordingly.